Manufacturer narrative:
Product event summary: at analysis it was determined that the red and white display wire insulation was compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned as a loaner return and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.